Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
A consumer reported that they were getting a warning power on reset message on the patient programmer screen. It was noted that the implantable neurostimulator was fully charged. The consumer was baking in the kitchen and was not aware of any possible electromagnetic exposure. Follow up reported that the consumer went to see their healthcare professional and they had their device re-booted. The device was reported to be working when the consumer received the power on reset message and the issue was noted to be resolved upon the reboot. The indication for use was spinal pain. Should additional information be received, a follow up report will be sent out.